Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). This was manifested by cloudy effluent fluid and abdominal pain. The patient was hospitalized for this event and treated with vancomycin (dose, frequency and route not reported). The cause of the peritonitis was determined to be a breach in aseptic technique. At the time of this report, the patient status is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to have completed all antibiotics. The patient had no abdominal pain and had a clear effluent. The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.